Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. (B)(6) information: advia centaur xp (B)(6) (ahbcm); (B)(6) core antigen, product code: lom; catalog #: 00504619; lot #: unknown.

Manufacturer narrative:
(B)(4). Siemens data indicates that the overall positive percent agreement and the negative percent agreement remain within the 95% confidence interval (ci) as stated in the performance characteristics section of the hbc total instructions for use (IFU) distributed in the united states.

Event description:
(B)(6) advia centaur xp (B)(6) and advia centaur xp (B)(6) results were obtained for samples from three different patients. The physician questioned the results for patients 1 and 2. The patient samples were sent out for additional testing. The results were negative for patients 1 and 2. The results of the additional testing for patient 3 were not provided by the customer. The physician requested a gastroenterology (gi) consultation for patient 1. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) and (B)(6) results.